Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, this is the 3rd revision of the 56 y/o female patient to continue treatment the infection further. In the last revision surgery, patient had a cement spacer inserted in the tibial. Patient was last known to be in stable condition following the event. The device will not be returned to hospital as it was disposed by the hospital. Infection is a clinically well-known potential complication of any surgical procedure including knee arthroplasty. If infection occurs after knee replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following total knee arthroplasty ranges from 0.4% to 2.5%.1 the highest risk period for infection is between six months and three years. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated knee. The most likely cause of the reported event is patient¿s conditions.

Manufacturer narrative:
Concomitant devices: logic cr femoral cem, left, sz 3 (cat# 02-010-03-0230 / serial# (B)(4)); three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision due to infection. This is the 3rd revision of the patient to treat the infection furtherly. In the last revision surgery, patient has a cement spacer inserted in the tibial. Patient was last known to be in stable condition following the event. The device will not be returned to hospital as it was disposed by the hospital.